Event description:
It was reported that a balloon rupture occurred. A 15/3.50 flextome cutting balloon was selected for use. During the procedure, at the first inflation the balloon ruptured at 6atm. The device was removed without any problem and the procedure was completed with a different device. No complications reported.

Manufacturer narrative:
E1. Initial reporter facility name: tokushukai fukuoka tokushukai hospital e1. Initial reporter city: kasuga city fukuoka prefecture 40 fukuoka pref. (B)(4) device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 1 mm distal from the proximal markerband . An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the hypotube found a kink in the hypotube located 14 cm distal to the distal end of the strain relief measured with ruler.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15/3.50 flextome cutting balloon was selected for use. During the procedure, at the first inflation the balloon ruptured at 6atm. The device was removed without any problem and the procedure was completed with a different device. No complications reported.